Event description:
It was reported that occlusion alarms intermittently occurred. Customers blood glucose ranged from 100-200 mg/dl. Reportedly, multiple supply changes were performed to address the issues and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.